Event description:
The customer reported having low blood glucose, since he was hospitalized for an issue with his red blood cells. The caller stated that he passed out and broke five ribs during the incident. A follow up was conducted and found that when he was in the hospital, he lost over thirty pounds. The customer stated that this is why he may have been having low blood glucose. The caller mentioned that he woke up with everyone surrounding him, but he did not go to the hospital, only drunk juice. The bolus wizard settings were reviewed and notice that the carbohydrates ratios were being decreased instead of increasing. The customer stated that the doctor adjusted the settings the day before. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.